Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Additionally, it was reported that intermittently the pump time was incorrect, cause was unknown. The customer consumed glucose tablets to address the bg. Cause was not know. During troubleshooting with tandem technical support, the customer corrected the date and resumed insulin therapy. Recommendation was made to consult with a healthcare provider regarding diabetes management.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. The customer consumed glucose tablets to address the bg. Cause was not known. Additionally, it was reported that the pump software did not accurately adjust the amount of insulin delivered. Recommendation was made to consult with a healthcare provider regarding diabetes management.